Event description:
It was reported that patient underwent total hip arthroplasty (B)(6) 2009. Subsequently, loose acetabular implant led to revision procedure on (B)(6) 2012. During procedure, acetabular components were removed and the surgeon identified infection. On (B)(6) 2012, the femoral component was also removed and a cement spacer was placed in the hip to counter the infection.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following possible adverse effects: early or late postoperative infection and allergic reaction. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2012-00274 / 00277). The user facility was notified of the event on march 19, 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.